Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to the update if the device was evaluated by MFR and to provide the completed investigation results. One 6 fr angio-seal vip device was received for evaluation. The hemostasis sheath was received mated with arteriotomy locator. The carrier tube assembly was also received with completely opened polyfoil pouch. No other accessory components were returned for analysis. The returned device was subjected to visual analysis. The locator was properly mated with hemostasis sheath. The sheath and locator assembly was also slightly curved. The arteriotomy locator was inspected under fluoroscopy, unspecified/unknown obstruction was noted near the hub of the locator which may led to obstruct the guide wire. No damage or deformation was noted on the carrier tube assembly. No other gross anomalies were noted with the returned device. The device was subjected to functional testing. As no guide wire was returned, another guide wire was obtained, and the device was subjected to functional testing by inserting the guide wire into the mated sheath and locator. The guide wire was unable to pass through the locator. The arteriotomy locator hub was cut to check for blockage. An irregularity of the mold was present within the locator. The reported event has been deemed manufacturing related and is being further investigated.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the wire would not pass through the arteriotomy locator of the angio-seal device. A second device was pulled and successfully deployed. The blood loss was less than 250cc's. The patient was reported to be in stable condition and the procedure outcome was successful. On january 23, 2019 additional information was received. The procedure being performed was a heart catheterization using a 6fr sheath. A pre-deployment angiogram was performed.